Event description:
Lifecor customer support received a system back from a 49 year old male pt. The patient had received an ICD in 2006. When his battery pack was placed into the monitor, the monitor would not turn on. Other battery packs tried in the same monitor turned on the monitor successfully.

Manufacturer narrative:
Device evaluation battery pack has been completed. The reported problem was confirmed. Battery pack was tested and found to have defective cells and u3 supervisory ic chip. The u3 supervisory ic had developed an internal short circuit which in turn drew excessive current from the battery cells. The root cause of the shorted u3 was determined to be the result of an electrostatic discharge (esd) event that caused u3 to latch up. Once latched up current continued to flow through u3 damaging the ic and discharging the cells. The battery was repaired, retested and restocked. No adverse event resulted from the faulty battery pack.